Manufacturer narrative:
The customer did not provide a discrete reference value for comparison testing. Unable to determine the accuracy of the inratio results without this information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of retain testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected during in-house investigation and no product deficiencies were observed. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory result. Results are as follows: date: (B)(6) 2014, inratio inr: 7.2 and 4.3, laboratory inr: 2.x (exact value unknown). The time between testing was unknown. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.